Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) from bipolar to unipolar configurations due to pacing impedances measurement of 2003 ohms which is considered to be high out of range. Technical services (ts) was consulted for review and provided programming recommendations. At this time, no immediate patient impact or adverse effects were reported. This lv lead remains in service.